Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery conduit segment to mid-right coronary artery conduit segment. A 15mmx3.00mm wolverine cutting balloon monorail was selected for use. When the device was taken out and advanced to the lesion, and when inflation was attempted, it was found that the balloon was already torn/ruptured upon initial inflation at 6 atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.